Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Event description:
It was reported the device will not power up, even with new battery. No patient involvement or complications were reported.

Event description:
It was reported the device will not power up, even with new battery. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis confirmed the device would not power up. The cause was the main pcb (printed circuit board). The battery contacts were also found to be compressed, and the lower case and one side bail cover were broken.